Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode with no bdfo. After discussion with technical support, the issue was resolved. The patient was recovering.